Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not perform the proper air removal techniques and had been using fiasp insulin within the pump supplies. Tandem technical support informed customer that fiasp insulin is off label per the user guide. Customer performed a supply change to address occlusion. Customer¿s blood glucose level was 180 mg/dl.